Event description:
A nurse reported that an intraocular lens (iol) was exchanged for a different model lens due to mechanical failure. In a follow up, the surgeon reported that during implantation, a crease was noticed within the center of the iol, but he did not expect the patient's vision to be impacted. Postoperatively, the patient experienced glare and halos, especially at night, and reported she is unable to drive unless she closes her left eye. The surgeon also stated that the patient's symptoms did not improve with refraction or contact lens trial, after the initial lens implant. The surgeon did not provide information regarding the patient's outcome.

Manufacturer narrative:
The product has not been received for evaluation. Results from the product history record review indicated the product met release criteria. The reporter indicated the use of an unapproved viscoelastic. No root cause could be identified. There have been no other complaints reported in the lot number. Additional information was requested on 02/21/2012 and 02/22/2012 by phone, fax and mail. A completed questionnaire was received on 02/24/2012. (B)(4).